Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that at the beginning of ablation in the isthmus, the physician was confronted with a lack of power "probably due to a particular anatomy (pocket type)." The power could not be increased because of the increase in temperature. Under these conditions, the effective way is to use an irrigation system to cool the probe and increase the power. Unfortunately, the irrigation pump "never wanted to work." Ablation tests were performed with multiple catheters, including non-irrigated catheters, without efficacy. The procedure had been prolonged extensively, and the patient was ultimately reconvened for another ablation procedure within a few weeks.